Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set experienced concurrent flow. The following information was provided by the initial reporter: we have had several tubing issues for january and february that I would like to ship out. We will need shipping labels and was wondering if I can batch them together as this is becoming very time consuming. I would like to batch the cytoxic as one shipment and the non-cytotoxic as another shipment. Jan 12; drug pulling from both main line (filtered) and secondary lines concurrently. Drug would not backflush (valve issue?). Drug bag and lines will be sent back: cytotoxic-drug: paclitaxel.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set experienced concurrent flow. The following information was provided by the initial reporter: we have had several tubing issues for january and february that I would like to ship out. We will need shipping labels and was wondering if I can batch them together as this is becoming very time consuming. I would like to batch the cytoxic as one shipment and the non-cytotoxic as another shipment. Jan 12; drug pulling from both main line (filtered) and secondary lines concurrently. Drug would not backflush (valve issue?). Drug bag and lines will be sent back: cytotoxic-drug: paclitaxel. C1: concomitant med prod data: sec 20dp w/ss dc low sorb d1: medical device brand name: bd alaris¿ pump module smartsite¿ low sorbing infusion set d2: medical device manufacturer: sistemas medicos alaris, s.a. De c.v. D4: UDI #: (B)(4). D4: catalog #: 11532269. D4: medical device lot #: 22109389. D4: medical device expiration date: 10-oct-2025. H4: device manufacture date: 05-oct-2022. G2: manufacturing location: (B)(4). G.5. PMA / 510(k)#: k944320. D10: device available for eval yes, d10: returned to manufacturer on: 10-may-2023. H6: investigation summary: one primary set (model #11532269, lot #22105279) and one secondary set (model #10014881, lot #22109389) were returned by the customer. It was reported that the drug pulling from both main line (filtered) and secondary lines concurrently. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the primary set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. Fluid was found to be flowing normally. No back flow was observed. An infusion was completed using the bd alaris pump and pump module at 125 ml/hr with a vtbi of 125 ml. Fluid was flowed into an empty beaker. After 1 hour there was about 125 m/l of saline in the beaker. Fluid was flowing normally. No back flow was observed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 11532269 lot number 22105279 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd infusion set experienced concurrent flow. The following information was provided by the initial reporter: we have had several tubing issues for january and february that I would like to ship out. We will need shipping labels and was wondering if I can batch them together as this is becoming very time consuming. I would like to batch the cytoxic as one shipment and the non-cytotoxic as another shipment. Jan 12; drug pulling from both main line (filtered) and secondary lines concurrently. Drug would not backflush (valve issue?). Drug bag and lines will be sent back: cytotoxic-drug: paclitaxel.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that the drug pulling from both main line (filtered) and secondary lines concurrently, drug would not backflush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd infusion set experienced concurrent flow. The following information was provided by the initial reporter: we have had several tubing issues for january and february that I would like to ship out. We will need shipping labels and was wondering if I can batch them together as this is becoming very time consuming. I would like to batch the cytoxic as one shipment and the non-cytotoxic as another shipment. Jan 12; drug pulling from both main line (filtered) and secondary lines concurrently. Drug would not backflush (valve issue?). Drug bag and lines will be sent back: cytotoxic-drug: paclitaxel.